Event description:
A surgeon reported that one day postoperative intraocular lens (iol) implant surgery, a pt reported seeing a line in her vision which was affecting her vision. The surgeon confirmed the line presence. The surgeon reported a possible explantation of the lens. Add'l info was rec'd from the surgeon, who indicated the event continues. The surgeon also reported that a refractive enhancement was performed following implantation of the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There were no other complaint reported in the lot number. (B)(4).